Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant: 6947 implantable tachy lead 2010-(B)(6), 4195-88 implantable pacing lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the device was suspected of premature battery depletion. The device was explanted and was replaced. No patient complications have been reported as a result of this event.